Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to corroded keypad traces. There was no moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator, and battery tube assembly during the visual inspection. The pump was received with a cracked pump case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he pressed the esc button for 3 minute and it flashed for 3 minutes but then it went back to button error. Customer stated that it was a possibility that the moisture from his sweat could have gotten to the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.